Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10. H3, h6: a product investigation was conducted. Service and repair history: the previous service event for part number 321.133 with lot number(s) 5550156 has been reviewed. The customer called in a service request for this item on 15-jun-2020 for torque limiting handle failed in calibration. The item was previously returned for service on 11-feb-2016 due to tested high. The previous service condition of tested high is not relevant to the current complained issue of torque limiting handle failed in calibration. The manufacture date of this item is 28-jun-2007. The service history review is unconfirmed. Service and repair evaluation: it was reported on june 15, 2020, during evaluation at service and repair it was found out that the torque limiting handle failed in calibration. The repair technician reported the device failed torque testing. The cause of the issue is failed low. The item will be repaired and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: d4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during evaluation at service and repair it was found out that the torque limiting handle failed in calibration. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) torque limiting handle/quick release-6mm hex coupling. This is report 1 of 1 for (B)(4).